Event description:
Customer unexpected negative reactions on 2_cell screen on the galileo. A patient sample was originally tested in gel in 2007 and anti-k was identified.

Manufacturer narrative:
Hemagglutination tube testing was performed with customer's sample using retention panoscreen I, ii, and iii, lot 52421. Testing was performed at is, 20'rt, 15' 37c, and iat. Immuadd was used as potentiator. Sample exhibited +w reactivity with cell iii (k+ donor g1101) at iat only. The product expired prior to receiving the complaint; therefore, no additional serological testing was performed with crrs, lot x219. The presence of the k antigen on crrs, lot x219, was verified through lot release records